Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: mazzawi e, ghrayeb n, khury f, norman d, keren y. A comparison between austin-moore and corail prosthesis regarding intraoperative periprosthetic femur fractures in hip hemiarthroplasty. Sci rep. 2022 apr 15;12(1):6340. Doi: 10.1038/s41598-022-10384-9. Pmid: 35428861; pmcid: pmc9012879. Objective and methods: authors studies 257 patients who presented with displaced femoral neck bone fractures, treated with hemiarthroplasty¿118 patients having received austin moore hip prosthesis (competitor brand) and 138 having been treated with depuy corail femoral stems paired with depuy bipolar heads. The authors wanted to consider factors that contributed to interoperative periprosthetic femur fracture (ipf), including the impacts of femoral canal type (dorr a, b, c, etc.), demographics and comorbidities (hypertension, ischemic heart disease, diabetes mellitus), surgical technique factors (surgical approach, anesthesia type, surgeon experience), and implant type. Data was not broken out by patient case number or by age/gender demographics, nor were specific product and lot code details provided. Results: within this group of 257, there were 22 cases of ipf, 17 having occurred in the corail stem group of 138 patients, and 5 in the austin moore implant group, which proved to be a statistically significant factor. The authors found essentially all other factors to be equal between the two groups, with no statistical relevance towards the contribution of ipf. 17 - interoperative periprosthetic femur fractures, treated with intraoperative surgical interventions.